Event description:
The hospital reported that during a coronary artery bypass procedure, five of the heartstring ii malfunctioned. One heartstring ii seal was cracked. The remaining four seals did not deploy. Replacement units were used to complete the procedures. The hospital did not report any patient effects. The products are not returning for investigation. Refer to MFR reports #'s 2242352-2011-01552, 01553, 01554, 01555.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number. Is unknown. (B)(4).